Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss), switching from bipolar to unipolar mode due to high out-of-range right atrial (ra) lead pacing impedances exceeding 2000 ohms. The impedances measurements were reported to be variable from 400 ohms to higher than 2000 ohms, and no noise was found during testing. Technical services (ts) reviewed the event and indicated that a spring contact problem was suspected. The ra lead is a non-boston scientific device. Ts also provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss), switching from bipolar to unipolar mode due to high out-of-range right atrial (ra) lead pacing impedances exceeding 2000 ohms. The impedances measurements were reported to be variable from 400 ohms to higher than 2000 ohms, and no noise was found during testing. Technical services (ts) reviewed the event and indicated that a spring contact problem was suspected. The ra lead is a non-boston scientific device. Ts also provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.